Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced a leak/hole in the diaphragm. H10: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a leak/hole in their diaphragm coincident with automated peritoneal dialysis therapy. It was not reported if the event occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The patient was hospitalized for the event. The cause of the event was not reported. It was not reported if the leak/hole worsened with peritoneal dialysis therapy. Treatment for the event was not reported. Hospitalization was ongoing at the time of this report. On an unknown date during hospitalization, the peritoneal dialysis catheter was removed. On an unreported date, dianeal therapy was discontinued and the patient began hemodialysis therapy. The patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. Sample analysis found no device malfunction that could have caused or contributed to the reported problem. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.